Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that in an arteriovenous fistula (avf) creation procedure, the catheter allegedly failed to align. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one wavelinq catheter system in a sample return kit. The sample was received with the catheters magnetized to each other. Product packaging and label were returned and product information was verified with tw. Sample appeared to have blood residue on both the arterial and venous catheters. The arterial catheter effective length was measured and found to be 51.4 cm in length. The venous catheter effective length was measured and found to be 50.4 cm in length. The venous catheter was received with the electrode exposed and the protective sleeve not over the electrode but on the catheter. A functional examination was carried out and although the device activated successfully, it failed to cut through the tissue. There was a burn mark evident on the inside of the tissue after activation. Therefore, the investigation is confirmed for the reported failure to cut. A definitive root cause for the failure to cut could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that in an arteriovenous fistula (avf) creation procedure, the catheter allegedly failed to cut. There was no reported patient injury.